Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.

Event description:
The end user developed redness under the mass of the skin barrier. On (B)(6) 2015, she sought treatment from her physician and was diagnosed with contact dermatitis. The patient was issued a prescription for clobetasol 0.05 percent cram and was ordered to apply the cream twice per day to the affected area. On (B)(6) 2015, end user presented to a wound doctor for further examination. The physical also diagnosed the affected area as contact dermatitis. The wound doctor instructed end user to discontinue the use of clobetasol and to try alternate appliance instead. No further patient consequences were reported.